Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 12x2.50mm, eccentric target lesion, containing a lesion bend of >45 and <90 degrees was located in the moderately tortuous and mildly calcified mid left anterior descending (lad) artery. After predilation, a 2.50x12mm promus element drug-eluting stent was deployed to treat the lesion. Post dilation was performed then the physician took cine and found that the stent was deformed. The physician deployed another promus element stent to cover the lesion and the procedure was completed. No patient complications were reported.